Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due to syncope episodes. The right atrial (ra) lead outputs were re-programmed and the lead remained in use. According to the patient a follow up check was performed at a healthcare facility, due to complaint of 'shocks' deemed as apparent diaphragmatic stimulation. Subsequent, additional follow up check revealed the ra lead exhibited intermittent pacing. The ra lead remains in use, and patient scheduled for a lead revision procedure. No further patient complications have been reported as a result of this event.